Event description:
The handpiece was sent in to service and repair with a note stating that it overheated. The procedure was continued using another device, and completed with no delay or adverse effect.

Manufacturer narrative:
Additional event details were obtained. The reported complaint device was used to complete the surgery, as the device heated up very slowly, over the course of the procedure. There was no injury to the patient. (B)(4)

Event description:
Additional event details were obtained. The reported complaint device was used to complete the surgery, as the device heated up very slowly, over the course of the procedure. There was no injury to the patient.

Manufacturer narrative:
The repair/analysis was reported on aug. 5, 2015. The device was evaluated further. The motor and cable subassemblies were replaced, and the device required new bearings and thorough cleaning. (B)(4)

Manufacturer narrative:
(B)(4). The initial inspection found that the handpiece would not work at all, and therefore temperature tests could not be performed. Full analysis is not completed at this time.